Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision. Type of hip replacement product: unknown - right. Reason(s) for revision: component loosening. Update: system description, products, surgeon and confirmation that cup loosened received (B)(6) 2012. Type of hip replacement product: asr xl. Update received: (B)(6) 2014 - marked as legal, attached legal documents, added further reason(s) for revision: vertical inclination of cup: malposition, dislocation (due to altered position of acetabular cup, vertical inclination of cup), metallosis, pain and high levels of chromium and cobalt metal ions in blood, advised asr xl products were revised, but corail stem remained in situ, added patient name, added patient ID (initials), added patient age and added hospital: (B)(6).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.